Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up, the cause of peritonitis was unknown. Twenty two (22) days after the event onset, the antibiotic treatment was discontinued and patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy pd effluent. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with vancomycin injection (1g, every 5th day, intraperitoneal, ongoing) and ceftriaxone injection (1g, once daily, intraperitoneal, ongoing) for suspected peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.